Manufacturer narrative:
The customer requested the reprocessing manual for the cf-hq190l (colonovideoscope) scope for reference. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope was suspected to not be reprocessed properly and the scope was later used on a patient. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The customer's allegation of improper reprocessing was not confirmed, as the device was not returned for evaluation. Based on the results of the investigation, a definitive root cause could not be identified. However, it was presumed that there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user facility. The event can be prevented by following the instructions for use: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.